Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. The cause was determined to be a use error, inappropriate bypass of the drain, not including I-drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 19:43:01. During night drain cycle five, the patient's ultrafiltration reading was 1290ml, indicating the home patient (hp) drained 1290ml more than their maximum programmed fill volume of 2000ml. No additional information is available.